Event description:
It was reported that during a laparoscopic low anterior resection procedure, the device delivered only a partial staple line iwth the end open exposing the rectal lumen. Another like device was used and there apeared to be no staples and the entire cut line was open. The surgeon transected the rest of the rectum with scissors and hand sewed the anastomosis. There was no pt consequence.